Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient bled a lot after tot was fitted, legs shook, had an ecoli pelvis infection, developed ankle tendinitis, sjögren's syndrome, vaginal sores, lack of physical intimacy and pain on sitting and moving. It has taken a huge toll on patients health and wellbeing. Most of the tot removed in 2012. Developed a pelvis infection, ankle tendinitis, sjögren's syndrome, shaking legs, vaginal sores, pain on sitting and walking and a lack of physical intimacy.